Event description:
During screw insertion, the surgeon elected to use the ball end hex driver to fully seat the screws into the plate due to a difficult angle. Report states pt had hard bone. The ball end hex broke off the instrument and became stuck (cold fused) in the hex pocket of the screw. The surgeon attempted to remove the ball end hex but could not. The locking cap was successfully rotated over the screws, and surgery was completed.

Manufacturer narrative:
Review of the DHR for this part/lot# did not reveal any discrepancies. The device was manufactured to drawing specs. Analysis of the returned instrument confirms that the hex flat to flat dimension is within print specs. The broken piece was not returned with this complaint; therefore, no other relevant dimensional checks could be taken.